Event description:
Further follow-up indicates the infection has resolved.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01663. It was reported the patient¿s entire scs system was removed due to an infection. Postoperatively, the patient has antibiotic therapy. The site of the infection is unknown.